Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for 2 unknown pangea rods /unknown lot number. Original surgery sometime in 2008. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event is for: patient presenting with adjacent level disc disease at spine level s1. That required medical/surgical intervention to preclude permanent damage to a body structure. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted with a pangea construct sometime in 2008 at l3-l5 disc levels. On (B)(6) 2016 surgeon revised the patient by performing a gill laminectomy at s1. Surgeon also extended the pangea construct with two (2) matrix rod to rod connectors, two (2) depuy expedium rods and two (2) depuy expedium screws at s1 disc level. All pangea implants from the original surgery were left intact and were reported in good position. Reason for revision surgery was due to patient presenting with adjacent level disc disease at spine level s1. Revision surgery was completed successfully and the patient is reported in stable condition. This report is for 3 devices. Concomitant devices: unknown screws- qty 4ea- lot and items numbers are unknown. Unknown locking caps- qty 4ea- lot and items numbers are unknown. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Malfunctioned button selected in error, serious injury should have been selected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.